Manufacturer narrative:
(B) (4). (B) (4). Advancer bypass. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 10 clip conforming and 1 malformed clip due to an advancer bypass. In addition the orange indicator did not showed up after the device locked out. A corrective action has been initiated to address the root cause of the bypass issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The clips that were coming out were not shaped properly. A new device was pulled and used to complete the procedure. No pt impact reported.